Event description:
A hemodialysis inpatient user facility reported during treatment, a blood leak occurred. The machine alarmed. Estimated blood loss was 150ml. Pt had no adverse effects and no medical intervention was required. The pt was able to complete treatment. Sample has been discarded.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.